Event description:
A report was received that the pt would undergo an explant due to the device location making the pt's symptoms worse and difficulty charging.

Event description:
A report was received that the patient would undergo an explant due to the device location making the patient's symptoms worse and difficulty charging.

Manufacturer narrative:
The ipg passed all visual, photographic imaging, electrical and performance tests performed. The device was monitored in saline solution for spurious signals, and no anomalies were noted. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Device exhibits normal charging and discharging characteristics. Analysis on lead (sc-2218-50 (B)(4)) revealed that the device exhibits normal device characteristics. Visual inspection of the lead (sc-2218-50 (B)(4))revealed the lead was cut approximately 16 inches from the distal end. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.